Event description:
The customer reported high blood glucose levels. The customer's blood glucose was 419 mg/dl. The customer treated with a syringe because the bolus was not bringing it down. Advised to reinsert the reservoir and run a manual prime. The insulin did exit the tubing. The customer states that the cannula was slightly bent. Advised to change the entire set, reservoir, insulin, and to treat according to their health care professional. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).